Event description:
The user alleged that during a procedure they could not stop or halt pacing. The catheters were removed from the patient and there was no adverse consequence to the patient. The user stated that he realized, after the fact, that he could have stopped the stimulation by pressing the touch screen "halt" button.

Manufacturer narrative:
(B)(4). The field service engineer determined that the complaint was related to a ep-workmate computer system crash. The ep-workmate system was evaluated at the user facility. The root cause of the ep-workmate complaint could not be determined.